Event description:
Caller states patient tested 2.5 inr and 1.7 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Kimberly-clark received a report stating that a patient in their seventies developed a skin injury after a surgical procedure in the cardiovascular unit using the patient warming pads/system. Patient has a stage 3 deep tissue injury and is currently being treated by the wound care team at the hospital. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record # (B) (4).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.